Event description:
It was reported that the customer's blood glucose level was 423 mg/dl. The customer stated that her sensor's glucose readings have been 200 points off her actual blood glucose level and alerting her of false lows. The customer also mentioned issues with sensor calibration. Standard torubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.